Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture on the ventricle lead on the presenting electrograms (egm) was noted. It was noted "every other beat was captured".  The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.